Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the distributor: led is now working on red color. The led board is defective.